Event description:
"This is the complaint from the market. The user found a black piece of approx. 1mm x 1mm in the body cavity during procedure. The piece should have come from a breakage of the septum. Removing the broken piece with the forceps, he/she continued the procedure. After procedure, he/she confirmed the septum had a broken portion of approx. 1mm, which fit the broken piece." Patient status: "the patient was not injured."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal may have been caused by an instrument such as the hem-o-lock mentioned. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.